Event description:
Falsely elevated high sensitivity troponin I (tnih) patient results were obtained on six patient samples on an atellica im 1300 analyzer. The discordant results were reported to the physician(s) and were questioned. The samples were repeated on an alternate instrument. The repeat results were lower than the discordant results. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, tnih results.

Manufacturer narrative:
A united states customer contacted a siemens customer care center (ccc) and reported that falsely elevated troponin I (tnih) results were obtained on six patient samples on an atellica im 1300 instrument. Quality control (qc) was in range prior to the event. While processing tnih samples the instrument posted the following errors: 03 700 06 01- lumo pmt detected light signal error; 03 600 05 03- wash station dispense check failed; and 03 600 05 01- wash ring vacuum check failed. The customer then reran qc and qc resulted as error. A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked the instrument and found a cuvette jam. The cse removed cuvette jam, performed daily maintenance, auto check testing, and ran quality controls for tnih with good results. Siemens is investigating the incident.

Manufacturer narrative:
Siemens filed initial MDR on 08-dec-2022. Additional information (27-jan-2023): siemens further investigated the issue. Siemens determined that this was an isolated incident, which was resolved by running daily maintenance and autocheck. The cause of the falsely elevated high sensitivity troponin I (tnih) is unknown. The investigation findings and investigation conclusion codes in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.